Manufacturer narrative:
(B)(4);this device is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker, implanted with another manufacturer's right ventricular (rv) lead, exhibited noise which was oversensed and resulted in pacing inhibition. The pacing inhibition did not result in any asystole. There was also a concern the battery depleted prematurely. An invasive procedure was performed. The device was explanted and replaced. The rv lead was also replace. No additional adverse patient effects were reported.